Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Cutting issue. It was reported that during the rectal cancer surgery, after fire, note that there is no audible feedback. Blade showed bent. Cut washer was not cut complete. Operator cut anastomotic site. Changed the ecs29 to complete surgery. There was no patient consequence reported. No additional information can be provided.